Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, diabetes mellitus, pain, swelling, bleeding, inflammation, mobility ((B)(6) are same patient).